Event description:
During a ptca procedure of a calcified lesion, the wire became caught. The wire fractured when the physician pulled on it, in an attempt to remove and a portion of the wire remained in the pt. Pt status is listed as "okay".